Event description:
It was reported that a user experienced intermittent loss of glucose readings from a libre 3 plus sensor, after which readings resumed during the call; troubleshooting and education were completed, and no alerts or alarms were reported. Symptoms included no reported clinical effects. Outcomes included no impact to activities of daily living and no medical intervention. Investigation included complaint history review and user technical support. Investigation of this case revealed that the device functioned as expected after transient signal loss, with no reproducible malfunction identified. It was concluded that the event was non-serious and attributable to temporary signal interruption without device failure.